Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis and the following attributes were examined: a visual examination of the stent found distal stent and mid-stent damage. The distal stent damage involved stent struts lifted and pulled in a distal direction. The mid-stent damage involved a kink in the stent. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 10-feb 2022. It was reported that crossing difficulties encountered. The 80% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation, a 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, it was failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was in good condition. However, returned device analysis revealed stent damage.